Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. One day after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1 gram, ongoing and the frequency was not reported) and amikacin injection (125mg, ongoing and the frequency was not reported). At the time of this report, the patient has recovered and will be discharged from the hospital after the completion of antibiotic treatment. Pd therapy was ongoing. It was reported that the patient was been retrained for proper aseptic technique. No additional information is available.